Manufacturer narrative:
Additional information and initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred prior to a case. The system was being checked as there was potentially going to be two shunt placements going at the same time. It turned out that the surgeon did not want to navigate this shunt case so only one of the site's navigation systems was needed. A manufacturer representative went on-site and uninstalled and reinstalled the software. After the reinstall, the issue was fixed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to locate the non-invasive patient tracker (nipt) in the software. The representative reported that he checked instruments not at this site but still unable to find them. No other details were provided. It was confirmed that the site only had tools 1.0 installed.

Manufacturer narrative:
Following the uninstallation and re-installation of the application software, the navigation system passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.